Event description:
From medwatch... "Post-op diagnosis: failed right index metacarpal phalangeal joint arthroplasty. The implant was noted to be fractured in two. This in fact was just proximal to the hinge."